Event description:
The facility's biomed engineer reported an infusion pump with a 550 failure code. The biomed reported to the baxter service facility that this pump was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved, tubing product code or the set up of the infusion device.